Manufacturer narrative:
Plant investigation: although a sample was reported to be available, no parts were returned for evaluation. Therefore, the reported failure could not be reproduced. However, a review of the machine files showed that alarms 206 and 208 occurred repeatedly. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). The DHR review found that the sensor box was originally equipped with the components d500-0187bb and d500-0255aa with mixed contact materials (tin/gold). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue.

Event description:
It was reported that a novalung console displayed errors 206 and 208 during the setup phase. There was no flow measurement when this occurred. No defects were noted with the console, the flow sensor, the sensor box, or any of the connected cables. The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. The flow sensor was changed, but this did not resolve the issue. The console had been prepared with a primed kit and was on stand-by; it was not used for patient treatment. The reported event did not result in any delayed or missed treatments. The sensor box was reportedly being returned for evaluation. The serial number of the sensor box was (B)(6).

Event description:
It was reported that a novalung console displayed errors 206 and 208 during the setup phase. There was no flow measurement when this occurred. No defects were noted with the console, the flow sensor, the sensor box, or any of the connected cables. The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. The flow sensor was changed, but this did not resolve the issue. The console had been prepared with a primed kit and was on stand-by; it was not used for patient treatment. The reported event did not result in any delayed or missed treatments. The sensor box was reportedly being returned for evaluation. The serial number of the sensor box was (B)(6).

Manufacturer narrative:
Plant investigation: a review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. Although a device history record (DHR) review was completed, the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.